Event description:
It was reported that stent fracture occurred. An 8x60x75 epic¿ vascular stent was selected for use to treat the lesion. The physician attempted to deploy the stent; however, when the physician advanced the device into the patient and started to deploy, the stent didn't feel like it was deploying properly. The physician then withdrew the stent and noted that the device was coming apart. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in the shaft. The handle was opened and all the parts were accounted for and there was no damage or irregularities. The stent was not returned for product analysis. The safety-lock was not returned. The sds was in the deployed position. The inner shaft had numerous kinks. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. An 8x60x75 epic¿ vascular stent was selected for use to treat the lesion. The physician attempted to deploy the stent; however, when the physician advanced the device into the patient and started to deploy, the stent didn't feel like it was deploying properly. The physician then withdrew the stent and noted that the device was coming apart. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
(B)(4).